Manufacturer narrative:
Product complaint # ==> (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
"Literature article abstract entitled, ¿femoral stem subsidence in cementless total hip arthroplasty:a retrospective single-centre study¿ by christian ries, et al; published by international orthopaedics (2019), vol. 43, pp. 307-314, was reviewed. The purpose of this study was to analyze the prosthetic and anatomic risk factors for femoral stem subsidence in 231 corail stems implanted between august 2009 and december 2010. The authors utilized serial radiographic studies in 199 collarless and 32 collared stems. Results: 223 stems showed some evidence of subsidence on serial radiographic studies. There were no reported patient consequences or treatments reported. No revisions were performed in the follow-up study. Radiographic images are available on page 308 fig. 2, pp. 309 fig. 3, and pp. 310 fig. 4. The authors included information for the following 7 individual patients: case 3 table 5: male aged (B)(6) with 14.5 mm of stem subsidence was identified in serial radiographic studies at 2 months. No treatment or patient consequences reported.